Event description:
Per info rec'd: the valve was explanted and replaced with a 31md-601 (rts-182). Per the death certificate: the pt experienced a cva and infection of the prosthetic mitral valve and expired on 1/27/2000. The pt also had pneumonia at this time. No autopsy was performed.